Event description:
High electrode impedances were noted in (B) (6) 2008. Eight months later, the patient later experienced burning sensation and loss of stimulation (please reference mfg. Report # 3004209178-2009-04191).

Manufacturer narrative:
(B) (4).